Manufacturer narrative:
(B)(4). Batch # t5a36u. Device evaluation summary: the analysis results found that the ecs29a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the original surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was the adjusting knob rotated 1/2 to 3/4 turns and attempted to be removed prior to opening 2 full turns? After the initial adjusting knob rotation to open the device, did the healthcare professional rotate 90 degrees in each direction when attempting to remove the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? Why did the surgeon decide to convert to colostomy versus other techniques such as hand sewn anastomosis? What is the current status of the patient?

Event description:
It was reported that during a colostomy closure ileostomy conversion, the case went perfect all the way up until the anastomosis portion and the stapler some how became stuck on the tissue. The surgeon opened it up with two full turns. The device was still stuck on tissue, so they kept opening it and opening it. There was a large hole on the bowel from where it got stuck on the left side. They had to redo a colostomy. Case completed with a colostomy bag. The patients doing okay but they had to go back and do a colostomy they weren't able to perform the anastomosis. The patient will need a follow up surgery where they will attempt to perform the anastamosis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for the original surgical procedure? Don¿t know. What healthcare professional fired the device and what is his/her experience with the device? A resident, don¿t know. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Don¿t know but I would assume so since the surgeon has been using this device for 25 years. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Don¿t know. Was the device difficult to close? Don¿t know. Was the device difficult to fire? Don¿t know. Did the healthcare professional receive audible & tactile feedback when firing the device? Don¿t know. Was the adjusting knob rotated 1/2 to 3/4 turns and attempted to be removed prior to opening 2 full turns? Don¿t know. After the initial adjusting knob rotation to open the device, did the healthcare professional rotate 90 degrees in each direction when attempting to remove the device? Don¿t know. Were the donuts inspected? Don¿t know. If so, please describe. Was a complete transection of the cutting washer visually confirmed? Don¿t know. Were there any staple formation issues identified? Don¿t know. Why did the surgeon decide to convert to colostomy versus other techniques such as hand sewn anastomosis? Too low I was told. What is the current status of the patient? They came back to have colostomy reversal but no ecs29a¿s available not sure what happened after that.